Manufacturer narrative:
The reported event was not confirmed. As received, the extension was complete. Analysis found no anomaly and the device passed all functional testing. No product problem was identified.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer report 3006705815-2020-31995. Related manufacturer report 1627487-2020-32543. Related manufacturer report 1627487-2020-32545. It was reported that high impedance issue was observed on the leads and extensions. Both leads, and extensions were explanted and one new lead was implanted. There were no complications during the procedure and stimulation was restored in targeted area. Patient was stable.